Event description:
Disengagement failure. During surgery, the first perforation with the device in question was done without problem, but during the second perforation, it could not stop and caused a dura injury. Also, the device could not be removed smoothly and disassembled from csr60. The surgeon managed to remove it with a luer. There was no damage on the brain surface.

Manufacturer narrative:
Upon completion of the investigation it was noted that the customer¿s complaint of "disengagement failure" was not verified. The customers perforator met functional test acceptance requirements; proper engagement and disengagement was achieved with every drill hole, and there was no erratic or poor cutting action. No root cause could be determined as no problem was identified. The device history records for the perforator was reviewed and all test and inspections associated with the assembly process met specification requirements. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.